Event description:
It was reported on customer that when the device was used during an unknown procedure, it would not staple. It was not reported how the case was completed. There was no consequence to the pt.